Event description:
It was reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided thorough instructions for resetting the pump, and after following these instructions, the customer was able to successfully start a new sensor session with no further errors.